Event description:
In 2004, pt received 2 drug-eluting stents to the mid left anterior descending coronary artery and 1 drug-eluting stent to the first obtuse marginal coronary artery. Pt was discharged from the user facility the next day. The following day, pt returned to user facility's emergency dept after suffering an apparent cardiac arrest at home. Resuscitation efforts were not successful and pt was pronounced dead. An autopsy was performed by the coroner. The coroner's opinion is as follows: "it is coroner's opinion that (the pt) died of cardiac tamponade due to rupture of an acute myocardial infarction, due to severe occlusive coronary artery disease (s/p stent placement), manner of death: natural." One of the coroner's anatomic diagnoses was: "severe occlusive coronary artery disease-three stents recently placed-two in lad.-one is clotted-obtuse marginal branch-(90%) occlusion of lad prior to stent."